Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the jet tube. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the foreign objects were unable to be identified. The most likely cause of the foreign object in the jet tube was unable to be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.